Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having trouble and their ins was not working. Patient had to see their health care professional (hcp) and was supposed to change programs and change the output but their hcp did not know how to change programs. Patient noted their hcp kept punching buttons and could only turn it up. Patient later stated their ins was working a little and that it worked fine for the first two weeks or so. Patient thought about getting off pads at that time, but was wearing regular pads like they were before. Patient's hcp told them their ins was off, but patient did not know how or when it got turned off so they turned stimulation back on. Patient's ins was still not working and they were disgusted and tired of peeing themselves. Patient's stimulation was turned up and they were on 9, but now they were on 1. Patient noted it took forever to cut their programmer off, and it wouldn't go off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's therapy wasn't working. During troubleshooting, it was indicated that the stimulation was on. The issue did not resolve after troubleshooting, but the patient was instructed to monitor symptoms and increase intensity in small increments if no improvements have been noticed after a couple days. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.